Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, the first firing was completed with no problem. The patient had contracted pelvis and the tissue was very hard and thick and the surgeon fired the device lengthwise from ventral to dorsal. At the second firing, the surgeon articulated the jaws in the same way and pushed the cartridge to approach to the tissue by force. The surgeon fired the device, pushed the silver button, and the motor sound was heard, however the knife was not returned to the initial position and the device locked on tissue. They re-connected the adapter, however the status was same. Then the surgeon used the manual adapter tool and the articulation was partially released, however it was not returned to the straight position completely. The surgeon said he/she did not perform tapping, pushed the blue button 3 times, fully fired the device and the firing speed did not slow down. The surgeon additionally resected the tissue with a competitor's manual device to remove the device in question. The surgical time was extended by more than 30 min. The status of the patient is alive with no injury.